Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted (lot no. A47948) for female sterilisation. The patient had a medical history of pregnancy, endometriosis, parity 3, multi gravida, iron deficiency, dysfunctional uterine bleeding, vaginal bleeding, menometrorrhagia, diabetes mellitus, abnormal uterine bleeding and uterine fibroids. On (B)(6)2012, the patient had essure inserted. On (B)(6) 2018, 2109 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy bilateral salpingectomies / dx cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per (B)(6) on (B)(6)2013 as per (B)(6) on (B)(6) 2012 discrepancy noted: removal date as per (B)(6) on (B)(6) 2018 as per (B)(6) on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6)2018: uterus, cervix, bilateral fallopian tubes": uterine serosa without evidence of significant acute inflammation, endometriosis or malignancy cervix with acute and chronic inflammation and reactive squamous metaplasia; nabothian cyst formation; no evidence of dysplasia or malignancy benign secretory endometrium with no evidence of hyperplasia or malignancy leiomyoma, measuring up to 2.5 cm in greatest dimension fimbriated tips and complete cross-section of essentially unremarkable bilateral fallopian tubes with benign paratubal cysts. Gross description: the 1st fallopian tube measures 2.3 cm in length and up to 0.3 cm in diameter; fimbriated end measuring 0.3 x 0.4 x 0.1 cm; a metallic coil is identified measuring 0.8 x 0.1 cm. The 2nd fallopian tube measures 2.4 cm in length and up to 0.4 cm in diameter; the fimbriated end measuring 1.3 x 0.6 x 0.2 cm; a metallic coil is identified measuring 0.7 x 0.1 cm; the most recent follow-up information incorporated above includes data received on: 10-nov-2023: mr received : lot number and expiration date added, reporters information patient medical history and surgical pathology reports were added. Product insertion date removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted (lot no. A47948) for female sterilisation. The patient had a medical history of pregnancy (pregnancy in a diabetic mother), endometriosis, parity 3, multi gravida, iron deficiency, dysfunctional uterine bleeding, vaginal bleeding, menometrorrhagia, diabetes mellitus, abnormal uterine bleeding and uterine fibroids. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 2109 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy bilateral salpingectomies / dx cystoscopy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2013 as per mr (B)(6) 2012 discrepancy noted: removal date as per argus (B)(6) 2018 as per mr (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes": uterine serosa without evidence of significant acute inflammation, endometriosis or malignancy cervix with acute and chronic inflammation and reactive squamous metaplasia; nabothian cyst formation; no evidence of dysplasia or malignancy benign secretory endometrium with no evidence of hyperplasia or malignancy leiomyoma, measuring up to 2.5 cm in greatest dimension fimbriated tips and complete cross-section of essentially unremarkable bilateral fallopian tubes with benign paratubal cysts. Gross description: the 1st fallopian tube measures 2.3 cm in length and up to 0.3 cm in diameter; fimbriated end measuring 0.3 x 0.4 x 0.1 cm; a metallic coil is identified measuring 0.8 x 0.1 cm. The 2nd fallopian tube measures 2.4 cm in length and up to 0.4 cm in diameter; the fimbriated end measuring 1.3 x 0.6 x 0.2 cm; a metallic coil is identified measuring 0.7 x 0.1 cm; quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.